Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 03jun2019: (B)(6) 2019- abdomen and pelvic CT venogram. "Patent ivc with an infrarenal ivc filter located in the mid ivc. Small amount of fibrin thrombus at the apex of the ivc filter measuring 10mm x 5mm (series 6, image #86). All of the tine tips of the ivc filter perforate or nearly perforate through the wall of the ivc including abutting the superior margin of the l4 vertebral body and lying with 2mm of a loop of small bowel anteriorly". Impression: patent ivc with an infrarenal ivc filter and a small amount of fibrin thrombus at the apex of the ivc filter measuring 10mm x 5mm in greatest diameters. All of the tine tips of the ivc filter perforate or nearly perforate the wall of the ivc including abutting the superior margin of the l4 vertebral body line with 2mm of a loop of small bowel anteriorly".

Manufacturer narrative:
No code available (3191) ¿ physical limitations. Appropriate term/code not available (3191) ¿ device tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: fibrin thrombus at apex of the ivc filter and ivc perforation, tilt, embedded, pain, and physical limitations no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received an implant on (B)(6) 2015 via right groin approach due to deep vein thrombosis (dvt) left lower extremity. Patient is alleging filter tilt, vena cava perforation, embedded and deep vein thrombosis (dvts). Patient further alleges, ¿pain and suffering attendant to issues identified above, including, but not limited to, pain in groin area and pain in chest.¿ patient additionally notes physical limitations. A filter retrieval procedure was performed percutaneously on (B)(6) 2019. Per (B)(6) 2019- ivc filter removal operative report. "The right neck and right groin were prepped and draped in routine sterile fashion. Puncture was made with ultrasound guidance into the right internal jugular vein and a 14 french by 45 cm introducer sheath placed down to the ivc. Inferior vena cavogram was performed using a straight flush catheter which demonstrated the filter to be tilted and embedded at the left wall of the ivc. The ivc was otherwise widely patent. Attempts to engage the hook of the filter with a snare were unsuccessful. A 2nd puncture was then made with ultrasound guidance into the right common femoral vein and a 10 french by 10 cm sheath placed. A sos catheter was advanced through the right groin access and used to engage one of the limbs of the ivc filter. This was snared with a gooseneck snare and a bootstrap created. Next, additional attempts to engage the hook of the filter with a snare through the right ij access while manipulating the bootstrap created through the right groin access for different filter orientation were again unsuccessful. Forceps was advanced through the right ij sheath and then used to grab the apex of the ivc filter. The filter was then pulled into the 14 french sheath with traction. With the filter in the 14 french sheath, the forceps was removed. A snare was then used to engage the hook of the ivc filter within the 14 french sheath and the filter was then removed in its entirety. The bootstrap created through the right groin access was disengaged. Follow-up inferior venacavogram with the straight catheter at the inferior vena cava bifurcation demonstrated no filling defects or injury to the ivc. The ivc filter was then sent for pathology." Impression: "removal of celect ivc filter. Pelvic venogram demonstrated high-grade stenosis of the left common iliac vein treated with balloon angioplasty and stenting. Resolution of 3 mmhg pressure gradient between the ivc and left common femoral vein following angioplasty/stenting."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect platinum filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provi.